Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that she was trying to calibrate and got stuck in the scroll, she removed and reinserted the battery and received the button error alarm. Customer stated she was in hawaii and there was humidity. Blood glucose value is 112 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.